Manufacturer narrative:
The product was not returned. Evaluation of attached photos was provided : reviewed and evaluated two photos: based on the observation there is a fine punctate pattern beneath the optic surface. Besides the quality limitations of provided pictures the image is consistent with glistenings. However, it is difficult to determine which iol was implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide an accurate lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported several years following the implant of an intraocular lens (iol), a patient is experiencing glistenings and opacification. There are two reports for this patient. This report is for the right eye. This is one of two associated reports filed for this facility. This report is for the right eye of the patient. (B)(4).